Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: a3, d1, d2a, d2b, d6a: unknown date in jul-2025, d6b, g4, h6. The following sections were corrected: b3. No device was returned for evaluation; the reported event was confirmed by review of radiograph images provided. The review identified that the proximal portion of the femur appears fractured and the joint is dislocated. Operative notes and/or medical records were not provided for review of usage/technique. A review of complaint history determined that no further action is required as no trends were identified. A definitive root cause was unable to be determined; however, may have resulted from fracture of the femur and subsequent dislocation. The bone fracture may have been due to an unreported trauma as it was reported the patient had been drinking. However, this cannot be confirmed based on the provided information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported by a rep who received a text from a surgeon regarding a patient who was 2 weeks post op from their left hip implant procedure. The surgeon indicated the patient was drinking and mowing a lawn. The patient incurred a bone fracture, (periprosthetic fracture), and a dislocation of the stem. According to the initial implant surgeon, prior to the primary surgery, the patient had refrained from alcohol consumption to have the procedure. Two weeks after the surgery, the patient returned to alcoholic consumption and had a ¿bottle¿of liquor the day of the incident when he had to be driven to the hospital. The patient had a vancouver b2 periprosthetic femur fracture and the hip stem was revised by another surgeon. The initial implant surgeon said in his opinion, this was not a result of the ¿short tapered wedge¿ and would have happened if he had used a standard implant. An x-ray image was provided. No further information.

Manufacturer narrative:
Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.